Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report # 3006705815-2018-00016. It was reported that the patient lost effective stimulation coverage on the right side due to lead migration. X-rays confirmed lead migration. As a result, surgical intervention may be pending to resolve this issue.

Manufacturer narrative:
The returned product(s) was not analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing.

Event description:
Device 1 of 2, reference MFR report # 3006705815-2018-00016. Follow up information revealed that patient underwent a surgical intervention on (B)(6) 2018 to replace scs system. Effective therapy has been restored post operatively.